Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient has been experiencing urinary frequency and wanted to know if the therapy was on or off. The caller had mentioned the symptoms had been for many, many days, but when agent asked to clarify event date caller said they didn't know for sure. Caller had patient on speaker who mentioned they thought they felt the stim tell them when they had to use the bathroom, which was frequently. Agent reviewed that system did not stim only to cue when to use the bathroom. Agent reviewed how therapy worked. Caller requested assistance with connecting to ins because they said they had a "hard time finding it last time," so they gave up. Agent walked patient and caller through successfully connecting to ins and it was discovered that therapy was turned off. Caller turned therapy back on and adjusted to where stim felt comfortable. Caller stated patient had an MRI tomorrow and a knee replacement surgery on thursday. Agent reviewed verbally how to activate MRI mode (caller said they felt they could figure it out and didn't feel they needed to walk through actually activating MRI mode on the phone). Agent also reviewed compatibility with electrocautery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.